Event description:
MFR received a report from an attorney stating that a pt fell when the walker she was using collapsed. As a result of this incident, the pt allegedly sustained a fractured patella. Evaluation by the MFR has not been permitted.